Manufacturer narrative:
(B)(4). Initial final combined report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unk rebalance talar component, catalog #: unk, lot #: unk . Medical product: unk rebalance brg component, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00026. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment . Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Product not returned.

Event description:
It was reported that a patient underwent an initial ankle arthroplasty on an unknown date. Subsequently, the patient suffered osteolysis on both metal components.